Event description:
Tip of storz model 27074b optical stone crushing forceps was noted to have tip fragment break where actuator rod connects to the moveable jaw resulting in fragments of device that required manual removal from the patient's bladder. FDA safety report ID # (B)(4).